Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell. Small hemintona on her forehead otherwise she's fine. No bolsters were on the mattress though no witnesses. They want an exchange with bolsters. Put in service order (B)(4). Complaint (B)(4) and ra (B)(4) were entered into our system to have the units returned. As of this writing, the units have not been returned.